Manufacturer narrative:
Estimated as exact date is unknown, but reported to have been implanted in (B)(6) 2021.

Event description:
Reported via social media. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The patient had underlying atrial fibrillation (af) and atrial flutter (afl). Approximately two years post-implant, the patient continued to experience recurrent afl and in response was started on eliquis and four days later, underwent successful transesophageal echocardiogram cardioversion (tee cv). The patient experienced recurrent afl a few days later and returned for repeat tee cv 10 days after the initial tee cv. At the repeat tee cv, a thrombus was observed on the watchman flx closure device. No additional information is known.